Manufacturer narrative:
Additional info: d.11. The customer¿s report that the tubing set separated was confirmed upon visual inspection on both sets received. During visual inspection it was observed that the set was separated at the engagement between the lower fitment and the pvc tubing. Visual inspection under magnification noted that both sides of the pvc tubing had no solvent applied at the engagement during the manufacturing process. Functional testing was not performed as the customer's report was confirmed upon visual inspection. Dimensional testing measured the silicone tubing, the pvc tubing and upper fitment to be within specification. The root cause of the tubing separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. Device history record for model 2420-0007 lot 20013162 shows that the set was manufactured on 21 january 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Event description:
It was reported from the neonatal ICU that the rn was changing the maintenance/nutrition fluids from total parenteral nutrition (tpn) to dextrose 10% in water (d10) for the patient. When the rn was taking out the old primary tubing set it separated at an unknown location and "disconnected from itself". Then, while priming a new primary tubing set it separated also. There was a delay in treatment due to the time it took to clean up the mess and get new fluids and supplies and to maintain a sterile process. There were no lasting adverse effects to the patient as a result of this event.

Manufacturer narrative:
Concomitant medical products: percutaneous central venous catheter -unknown manufacturer; td (B)(6)2020. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported from the neonatal ICU that the rn was changing the maintenance/nutrition fluids from total parenteral nutrition (tpn) to dextrose 10% in water for the patient. When the rn was taking out the old primary tubing set it separated at an unknown location and "disconnected from itself". Then, while priming a new primary tubing set it separated also. There was a delay in treatment due to the time it took to clean up the mess and get new fluids and supplies and to maintain a sterile process. There were no lasting adverse effects to the patient as a result of this event.